Event description:
A site biomed representative reported a navigation system caster was broken and the system could not be moved. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement caster shipped to site (B)(4) 2015. Suspect caster not received by manufacturer for analysis. Return requested. Replacement stealthstation s7 system staff cart shipped to site. Medtronic investigation of returned suspect staff cart finds that one caster stud was sheared off making caster replacement not possible. Entire cart replaced, complete navigation system re-tested (optical/em accuracy and electrical safety). Physical damage - pieces broken - directly caused event. Return requested. Replacement leadacid 24v 34w battery shipped to site (B)(4) 2015. Suspect battery returned on (B)(4) 2015. Medtronic investigation finds battery cells are unable to hold sufficient charge to provide system back-up power. Electrical failure - battery will not hold charge return requested. Replacement right side fan mount panel shipped to site (B)(4) 2015. Part installed, not a fault/complaint. Suspect part not received by manufacturer for analysis. Return requested. Replacement fan 12vdc power cable shipped to site (B)(4) 2015. Suspect part received (B)(4) 2015 for analysis. Part installed, not a fault/complaint. Return requested. Replacement 12vdc multi-out cable shipped to site (B)(4) 2015. Suspect part received (B)(4) 2015 for analysis. Part installed, not a fault/complaint. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.